Manufacturer narrative:
A field service engineer (fse) visited onsite and confirmed the reported problem. The fse determined that the main board was defective. The main board was replaced, and the device was operational after the repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that a speaker malfunction inop error message is displayed and the device does not emit audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.